Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an accessory error message. Also, the leg extension was difficult to remove. No report of pt or staff injury.